Event description:
Blood was observed inside the cycler after completing rinseback during a routine hemodialysis treatment. The leak is believed to be coming from the venous line. The blood loss was estimated to be approx 50cc by the pt. Follow up with facility staff confirmed no medical intervention was required for the blood loss.

Manufacturer narrative:
The disposable cartridge was not returned for eval. The reported event cannot be confirmed. A review of the reported cartridge lot number found no other similar complaints reported. Nxstage medical considers this report closed. No add'l info will be provided.